Manufacturer narrative:
Correction: e1 updated to user facility.

Event description:
New information received stated that the pacemaker was unable to be interrogated in clinic via inductive and radio frequency (rf) telemetry using the programmer. However, the patient had a successfully remote monitoring transmission earlier that day via pacemaker and transmitter communication. The physician elected to continue to monitor the patient remotely using this method. Additionally, it was noted that the patient had chronic atrial fibrillation (af) and did not require much pacing. There were no adverse consequences to the patient.

Event description:
New information received stated that the patient presented in clinic on (B)(6) 2021 for a follow up. The pacemaker was unable to be interrogated by the programmer but was still able to send data via the transmitter. It was discovered during this visit that the pacemaker battery life had dramatically reduced over the past few months. A device change was anticipated. The patient's condition was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker was unable to be interrogated.